Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient representative reported ¿re-accumulation of [the] left breast seroma,¿ ¿increased risk of bia-alcl diagnosis, fear, stress, and anxiety from believing her injuries may be caused by alcl,¿ ¿suffered serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, worry, and shock after [patient] was tested for bia-alcl,¿ ¿fever,¿ ¿all-over body swelling and aches and hot¿breasts,¿ ¿pain. Soreness in [the patient¿s] breasts,¿ ¿discomfort,¿ ¿red breasts,¿ ¿swelling¿ and ¿left enlargement.¿ patient representative also reported patient experienced ¿severe physical injuries¿ and ¿suffering;¿ these events are not related to the device.

Event description:
Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, yellow particles, and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "seroma" and "removal and exchange from textured to smooth implants". Device remains implanted.